Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic confirmed that the green tubing was broken at the connection to the heating coil. According to haemotronic's investigation report, this issue was the result of excess solvent at the connection site. Further examination by haemotronic found that it was possible to identify a "deterioration" of the tubing wall. According to the investigation report, all product is 100% leak tested, and review of the device history file conducted and no issues were found. Haemotronic has informed all production and qc operators of this issue. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A doctor reported to baxter (B)(4) that the green tubing was separated when removing it from the over pouch. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.